Event description:
A report was received that the patient was receiving painful residual stimulation and the patient believed that the stimulation was affecting her eyesight. The physician does not believe that the patient was experiencing residual stimulation or that neurological issues were device related. The physician explanted the scs system and the patient was reportedly doing fine.

Manufacturer narrative:
Additional information received indicated for the ipg the complaint of stimulation residual after turning off was not verified. The latest stimulation setting was activated, and its outputs were monitored on a scope. The amplitude and pulse width of the setting was verified to be correct on all electrodes. The stimulation on was gradual, and there was no residual stimulation after it was turned off. However, the battery profile of the device indicated that since the original implant date the battery had been draining at an excessive rate due to excessive sleep current. It could not be determined which component causes this high-current drain. Analysis of the leads indicated that the devices have lost integrity; the leads were cut, and the distal ends were not returned. Damage to the devices was a result of a typical explant procedure and was not considered a failure or relevant to the complaint.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-50 (B)(4) model description: phase iii linear lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient was receiving painful residual stimulation and the patient believed that the stimulation was affecting her eyesight. The physician does not believe that the patient was experiencing residual stimulation or that neurological issues were device related. The physician explanted the scs system and the patient was reportedly doing fine.